Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the application site and applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
8/7/1998- supplement #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.